Manufacturer narrative:
Device evaluation: customer photos were provided and evaluated. The photos display the suspect handpiece and lens. The handpiece can be observed to have viscoelastic residue on the outside; no issues could be identified. The lens can be observed to be coated in viscoelastic residue; one haptic can be observed to be detached. Due to no product received, no further evaluation could be performed and no further issues could be identified. The complaint issue "haptic detached" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 21, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal the complaint device was received with the plunger rod completely advanced; a haptic could be observed on the plunger rod. The outside of the lens module, cartridge, and handpiece shows viscoelastic residue. Viscoelastic residue was distributed through the length of the cartridge; the cartridge and the cartridge tip showed stress marks which were in specification for a used device. The lens module was inspected revealing no damage; viscoelastic residue was distributed through the entire lens module. Device assembly was inspected presenting with no assembly issues; viscoelastic residue was below the lens module indicating an excessive amount could have been used. Plunger rod advancement was inspected revealing no issues. The lens was cleaned and presented with a detached haptic. The haptic width and haptic thickness were measured and presented in specification. The complaint issue "haptic detached" was identified during evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a6: not applicable because no patient contact. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section e1: telephone number: (B)(6). Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon went to insert the intraocular lens (iol), in the act the iol broke the strap, thus having to replace it. Eye affected was right eye but actually there was no patient contact. Surgery was successfully completed using the spare iol. There was no incision enlargements, vitrectomy, sutures performed. Patient outcome was great. No other information was provided.

Manufacturer narrative:
Corrected data: upon review, it was noted that aware dare indicated in the initial report, section g3 of aug 19, 2024 was incorrect. Correct aware date was aug. 14, 2024. Also, foreign box in section g2: report source, was missed. Therefore, this supplemental/correction MDR is submitted. Fields below updated accordingly. Section g2: report source: foreign. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.